Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set) alarm occurred on a homechoice (hc) during initial drain. The home patient (hp) pressed the go button before they were connected and the hp connected anyway. The technical service representative (tsr) assisted the hp to end therapy, remove the cassette, and advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 during the initial drain, where the home patient (hp) pressed go before connecting to the homechoice (hc) and then connected anyway. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for when and how to connect to the disposable set. It instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.